Manufacturer narrative:
Patient information was not provided. Model# was not provided.

Event description:
A (B)(6) patient with diabetes had consumed alcohol and became drowsy and almost unconscious during the night. An ambulance was called. Emt tested the patient, using capillary samples, on contour xt and received readings of 17.7 and 11.7mmol/l, which they questioned. A third test with the meter, using a venous sample, gave a reading of 2.1mmol/l. The patient was given IV glucose and she finally came around. The hcp was advised to returned the strips for evaluation.